Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pump for non-malignant pain. It was reported that the pump ran out at the hospital because the hospital said they had everything they needed to fill the pump, but they never got it. By the time the patient got out of the hospital, the alarm was going off. They thought that meant they had time to get to their pain doctor who said once the alarm started they were up and gone, so they put saline in the pump. The patient went back this week, and they started it again with hydromorphone or something--they didn't know.